Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified, moderately tortuous and 99% stenosed artery causing the reported difficulty to advance. It is likely that the balloon interacted with the difficult anatomy and/or the deployed stent during inflation for post deployment causing the reported material rupture. It should be noted that there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 99% stenosed, de novo lesion in the mid right coronary artery (mrca). After the lesion was pre-dilatated, a 3.5x28mm xience skypoint drug eluting stent system (dess) was advanced with resistance from the anatomy and implanted at the target lesion. The stent balloon was then used for post-dilatation and inflated two more times to 16 atmospheres (atm) and held for 10 seconds, but the balloon ruptured. The dess was removed without issue, and an nc balloon was used to complete post-dilatation to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.